Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area as the customer was unable to tell where the leak was coming from. Customer loaded a new cartridge to address the issue. The customer reported a blood glucose level of 594 mg/dl. Customer addressed the elevated blood glucose with a correction bolus as well as administered a manual insulin injection.